Event description:
It was reported that the patient had the inflatable penile prosthesis pump and cylinder components replaced due to fluid loss as the system was empty. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested and examined using a microscope. Both cylinders had wear at a fold by the distal end of the cylinder body but passed the leak test as performed. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested; no leaks were found. The reservoir kink resistant tubing (krt) section had two window connectors that were intact, undamaged and cut off prior to functional testing. The ms pump was functionally tested and did not pass activation tests 2 and 3. Product analysis was unable to confirm the reported fluid loss, but product analysis identified a pump malfunction through the functional testing.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump and cylinder components replaced due to fluid loss as the system was empty. No patient complications were reported.